Manufacturer narrative:
Patient is reportedly a female police officer that had an altercation with a suspect at which time she felt the plate break. Patient has not been revised yet, but will be revised by another surgeon soon (required by workman's compensation). X-ray films were made available to manufacturer for review and confirmed the plate fracture. General review of the manufacturing records did not reveal any discrepancies. Follow-up report will be filed following further evaluation.

Event description:
Pyrenees plate broke 10-12 months post-op. Patient has not been revised yet but will reportedly be revised by a different surgeon.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Most of the fracture surfaces of the plate were predominately brittle. Some of the surfaces were partly burnished likely from rubbing against one another prior to being removed from the patient. The fracture surfaces that were available for examination imply a cleavage fracture consistent with static overload. No material or manufacturing defects were observed.